Manufacturer narrative:
One actual sample was received for evaluation. The device was returned attached to a dark blue connector. A visual inspection with the naked eye noted the female connector separated from the main body; there was evidence on the female connector the insert chip was present during assembly. Leak, clamp function, and clear passage testing were performed with no issues noted. The reported separation was verified. The cause of the separation is due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. The female connector was separated from the dark blue connector by hand, therefore the reported disconnection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set. The event was further described as the ¿transfer set was difficult or unable to separate and disconnects after exertion which resulted in a separation between the female connector and main body¿. This occurred after treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.